Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-dec-2015. A manufacturer representative went to the site to test and service the equipment. The computer was replaced on the system. The system then passed the system checkout and was found to be fully functional. The computer was returned but was under analysis at the time of filing. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that a medtronic representative (rep) was loading images for an upcoming case and the system became unresponsive with the mouse not moving. The rep hard shut down the system and was able to boot into the software again and load the images. However, the software became unresponsive again. The rep hard shut down again, but this time the system would not boot past the boot text. There was no patient involved with this event. It was noted that the site would use a different system.

Manufacturer narrative:
The computer was returned for analysis. Functional testing determined that the computer was functioning as designed. If information is provided in the future, a supplemental report will be issued.